Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-15851, reference MFR report: 1627487-2014-15852.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3, refer to MFR reports 1627487-2014-15851, 1627487-2014-15852. The pt reported her scs system is auto reducing when trying to increase amplitude. The sjm rep met with the pt and diagnostics indicated invalid impedance readings. X-rays were taken and it appears there is a lead fracture. Additional x-rays are to be taken as the next course of action. It is unk which leads the pt has implanted; therefore, all possible lots are being reported.